Event description:
The account alleges that when the head section approaches the upper limit of travel, the head section will release and then, lower unintentionally back down to the flat position.

Manufacturer narrative:
The tech determined that the ventilator breathing tube was bent and had become entangled with the head drive. The tech removed the ventilator breathing tube, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.